Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2015. The patient was doing well post procedure.